Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 3008829311-2018-00025. It was reported one of the patient's two leads exhibited high impedances and was unable to provide effective therapy. X-rays indicated a possible lead fracture. Surgery may take place at a later date. It is unknown which lead is potentially fractured; therefore both leads are being reported.

Event description:
Device 1 of 2 : reference MFR report: 3008829311-2018-00025. Additional information received indicated surgical intervention was undertaken and the fractured lead was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.